Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; july 28th, 2020; pseudomonas aeruginosa second time; july 31th, 2020; pseudomonas aeruginosa (3 cfu), other detailed information such as the reprocessing method was not provided. The service department of olympus (B)(4) checked the subject device and found following. The light guide lens was chipped and cracked. The distal cap had dents and scratches. The insertion tube cover had been cut. The angulation had too much play. The bending angle did not meet specification. The adhesive of the bending section rubber was detached. There was no report of infection associated with this report.